Manufacturer narrative:
Findings: inspected one opened/used sensor and performed continuity resistance test. The sensor failed the test. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend over night and blood glucose shut up 350 mg/dl. The customer¿s blood glucose was 180 mg/dl and the sensor glucose was 80 or 90 mg/dl and customer declined troubleshoot for it. The sensor will be returned for analysis.